Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with injection of vancomycin (2 mg, ip, once a week for two weeks) and with injection of fortum (250 mg in each bag, ip, three exchanges per day for 14 days). At the time of this report, the patient was recovering from peritonitis. No additional information is available.